Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were programmed to bipolar configuration at implant. Upon post-implant check the device was found to have reverted to unipolar configuration as a result of high out-of-range pace impedance measurements greater than 2,000 ohms in bipolar configuration. As device measurements were found normal at the time of review the system was reprogrammed to bipolar once more. The following day an episode of noise was observed stored to the device. Provocation testing was performed but the noise could not be reproduced and the physician elected to review the patient again at a later date. At the patient's one month follow-up the device was again found in unipolar configuration due to impedance measurements greater than 2,000 ohms with episodes of noise stored to the device which were reproducible in bipolar configuration. A chest x-ray was obtained that was unremarkable. The decision was made to continue monitoring the patient. Boston scientific technical services (ts) performed a disk analysis and recommended further review and possible revision of the patient's system by the physician. This system remains in service.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.